Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The shocking down the legs and electrical sensations all over the body was determined to be due to too high of stimulation. They changed the settings and the issue was resolved. The stimulation at the pocket site and incontinence were also resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they talked to someone maybe two weeks ago and the therapy was not working. They were incontinent again. They were having a lot of pain with the vibration. It felts like they were getting electric shocks. The caller said they had not had any falls or accidents. The agent walked the patient through checking their settings. The patient changed the program and increased the stimulation to a comfortable level. The patient was going to monitor their symptoms.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they saw their managing healthcare provider (hcp) and the manufacturer representative (rep) maybe 2 months ago and some adjustments were made because they were having incontinence. The patient said they still had incontinence and wanted to see someone to adjust their program. The patient reported they were getting electrical sensations all over their body. Patient clarified that they had chemo a long time ago so they had neuropathy in their left leg for a very long time (prior to getting the device) and they felt some tingling in their left leg like they normally did (pt felt tingling in left leg when implant was off) but they also felt this new tingling/shocking in their right leg as well the past 4 weeks or so. The circumstances that led to the reported issue were asked but unknown. During the call patient was able to connect with their implant and therapy was on program 3. The patient said they felt "shocking in both legs". The patient tried program 4 and felt stimulation at the implant site. The patient then tried program 5 and felt stimulation in correct bicycle seat area. The patient will maintain stimulation and monitor symptoms. The patient was redirected to their hcp to further address the issue. Patient said they had called their hcp to make an appointment but was told to call the manufacturer first. Patient services sent the message to the field to bring visibility to patient's situation.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient's settings were adjusted to resolve the electric shocks. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.